Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was a deviation during a mis l4-l5 fusion. They had performed an alif first, flipped the patient, and registered with no issues. The bone mount bridge was used with a schanz pin in the left psis. The arm was sent to l4 right and the surgeon placed the drill. The surgeon felt bone, but the depth seemed off. They acquired a lateral image, but the trajectory appeared to be on, so the surgeon drilled. When going to place the k-wire, the surgeon did not feel any bone, they took an ap and saw that they were 3-4 mm lateral and were off the side of the pedicle. They believe that this was due to skiving. The surgeon decided to abort the use of the guidance system and just used fluoro. This caused a 10 minute delay. There was no impact on the patient outcome.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A medtronic representative went to the site to perform a system check out and they found the system functioned as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.